Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari stryker medical affairs, who concluded that the patient's death was possibly the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).

Event description:
The patient arrived to the emergency department with shortness of breath and mild chest pain. A computed tomography scan revealed significant clot burden in the right pulmonary artery (rpa) and left pulmonary artery (lpa) with a large saddle embolus. Access was obtained and wire positioning was achieved. The triever24 was then inserted into the rpa with the dilator in place. The patient then shortly began to raise her arm in discomfort. No aspirations were performed but the patient began to decompensate. A code was called, and cardiopulmonary resuscitation was performed. The patient regained a pulse and normal breathing. The patient coded again and expired after unsuccessful resuscitation efforts.